Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief following multiple falls unrelated to the evoke scs system. An x-ray confirmed lead migration and the patient was subsequently reprogrammed in an open-loop program. It was additionally reported that the patient manipulated the implanted evoke closed loop stimulator (cls) causing the device to rotate within the pocket and further dislodged the leads. A revision procedure was performed, during which the evoke scs system was replaced.